Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had differences between sensor glucose and blood glucose readings. Customer's sensor glucose was 59 mg/dl and her blood glucose was 212 mg/dl. Customer stated that the pump suspended. Customer turned the sensor off. Customer stated that her blood glucose was 68 mg/dl on (B)(6) 2015. Customer stated that she is going to take 4 glucose tablets while on the phone. Customer does not want to troubleshoot the issue. Customer was advised to send the sensor back. Customer has already restarted it several times but she still has the same issue. Customer was advised to remove and replace the sensor.